Event description:
It was reported that bd angiocath leaked at the hub/stopcock connection. The following information was provided by the initial reporter, translated from portuguese to english: we inform you that the plug of the jelco 22, brand bd angiocath, is showing coupling failure at the time of salinization. The plug is disengaging from the stopcock and is not fitting correctly, which has caused serum and blood to leak out the sides. Additional information received on 03/31/2025. Is there any patient impact, if yes, please explain in detail? A: no. Can you please confirm the affected quantity? A: the customer reports 36 unit. Can you please confirm the date of event? A: (B)(6) 2025. Was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail) a: no. Was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken. (Detail).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
A device history record review was completed for provided material number 38833514 and lot number 4144805. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four (4) picture samples and one (1) video sample were received for evaluation by our quality team. Through examination of the samples, the adapter was observed not being fitted completely (screwed into the connection). The lack of a complete fit with the adapter into the connection may have resulted in the leakage observed. Based on the video sample, it was not possible to detect any damage to the adapter component. The presence of the physical sample would be necessary for a more detailed analysis. Although an exact cause could not be determined, it is possible that this incident resulted from a burr on the adapter which prevented a proper fitting and threading based on the product design. However, the production history review showed no records to justify this potential cause. It is also possible that this incident resulted from the use of the product, considering that if the adapter was not fully fitted and threading onto the connection, leakage could have resulted. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Additional information received on 04/02/2025. Has there been any impact on patients' health? A: no. Could you please confirm the affected quantity? A: 200. Could you please provide the lot / batch number for the affected product? A: 4144805. Could you please confirm the event occurrence date? A: (B)(6) 2025.